Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black fm was in the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black fm was in the package.